Event description:
It was reported that there was an issue with product nx150 - vega ps gliding surface t5 10mm. According to the complaint description, the patient had sudden sagittal instability of the knee; unsteady gait and occasional "crunching noises" since september. No trauma event was noted. A revision was performed on (B)(6) 2025 and intraoperative finding included a fracture of the polyethylene (pe) peg on the inlay. The inlay was replaced. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided but has been requested. The adverse event is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
Associated medwatch reports: nx150 (aesculap ag reference no. (B)(4); 9610612-2025-00276) involved components: nn264k/ tibial obturator d14mm (aesculap ag reference no.(B)(4) nx059k/ vega ps tibial plateau cemented t5 (aesculap ag reference no. (B)(4) nx036k/ vega ps femoral component cemented f7r (aesculap ag reference no. (B)(4).

Manufacturer narrative:
Additional information: h3 - yes, evaluation. H6 - codes updated. Investigation results: the complained product was made available for investigation and it was received in a damaged condition. The post of the meniscal component was broken. A microscopical analysis of the fractured surfaces showed arrest lines. No material defects such as irregularities in the material structure or foreign material inclusions of any kind were identified. Additionally, the gliding surface of the meniscal component showed multiple outward signs of delamination. Batch history review: the device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: on the basis of the current information, as well as the result of the investigation, a clear conclusion cannot be drawn. There is no indication for a design-, manufacturing- and/or material-related failure. The following can be mentioned as an informational note: the arrest lines is indicative of a fatigue fracture. Therefore, it can be assumed that the post of the gliding surface was loaded several times by the femoral component to such an extent that it ultimately led to its fracture. Based upon the investigation results, a CAPA is not required.

Manufacturer narrative:
Additional information: b5 - description updated, b6 - tests, d4 - batch, expiration date, d9 - product receipt date, d10 - involved components, h4 - manufacture date.

Event description:
Update: additional information was received. There had been no particular stress or trauma. Patient had "coped" well for over 10 years postoperatively. Associated medwatch reports: nx150 (aesculap ag reference no. (B)(4); 9610612-2025-00276). Involved components: nn264k/ tibial obturator d14mm (aesculap ag reference no.(B)(4)). Nx059k/ vega ps tibial plateau cemented t5 (aesculap ag reference no. (B)(4)). Nx036k/ vega ps femoral component cemented f7r (aesculap ag reference no. (B)(4)).